Event description:
Medtronic received a report that a pipeline encountered resistance in the proximal section of the marksman catheter. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the right cavernous sinus with a max diameter of 17mm and a 7.3mm neck diameter. The landing zone was 3.98mm distally and 4.67mm proximally. It was noted the patient's vessel tortuosity was severe. The access vessel was the femoral artery with a diameter of 20mm. It was reported that during aneurysm embolization, when delivering the stent, the delivery resistance of the stent in the microcatheter was too great to push. The stent was withdrawn and replaced, which did not cause any injury to the patient. The catheter was flushed continuously with heparinized saline. The pushwire was not damaged. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Product analysis #(B)(4): ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within plastic bio-pouches. The pipeline flex pusher was returned outside the marksman catheter. However, the pipeline flex braid was returned within catheter hub. ¿ damage location details: no bent or kink was found with pushwire. The pipeline flex pushwire was found to be detached at distal hypotube and the remaining segments were not returned for analysis. Therefore, any contributing factors could not be assessed. The distal and proximal ends of the pipeline flex braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be kinked at ~24.5cm and ~2.0cm from distal end. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the pipeline flex braid was pushed out from catheter hub without any issue. The total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance as the pipeline flex and marksman catheter were found to be damaged. In addition, the pipeline flex pushwire was found to be detached. From the damages seen on the braid (frying) and catheter body (kinking); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. It's possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.